Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 853-465,510k # k050082 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on an unknown date the patient underwent laminoplasty due to cervical spondylotic myelopathy. Allegedly post-op, the screw in the lamina side backed out. The screw still remains in the patient. As there were no symptoms in particular, revision surgery was not scheduled.